Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reported that "patient fell to the ground and got injured on both knees and right palm on (B)(6) 2013. She went to the drug store and got prescribed duoderm while she took care of the wound by herself. After using duoderm, the symptoms of wound got worse and she went to the (B)(6) clinic. The dermatologist (skin dept. Doctor) diagnosed the suspected infection of injured site and prescribed the oral anti-inflammatory drug and antibiotics for 12 days."